Event description:
The user received erroneous low sodium results over several days. Of the data provided, the results for 12 patient samples were discrepant. All results are in mmol/l. Sample 1 original result was 129, repeat result was 141. Sample 2 original result was 125, repeat result was 137. Sample 3 original result was 127, repeat result was 135. Sample 4 original result was 126, repeat result was 135. Sample 5 original result was 126, repeat result was 137. On (B) (6) 2010, the repeat results were performed after recalibration. Sample 6 original result was 126, repeat result was 134. Sample 7 original result was 126, repeat result was 135. Sample 8 original result was 133, repeat result was 140. Sample 9 original result was 134, repeat result was 140. Sample 10 original result was 131, repeat result was 139. The original results were reported for these samples and a corrected report was issued. Sample 11 original result was 130, repeat result was 137. Sample 12 original result was 129, repeat result was 136. The original results were not reported for these samples. The patients were not adversely affected. The lot number of the sodium electrode was not provided. The field service representative could not find a cause and could not duplicate the problem. He checked the analyzer, performed ise check with results in range and performed a precision check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Investigation of the event determined the issue might have been caused by reuse of the ise calibrator. Product labeling states the ampules are for single use only.

Event description:
Adverse event(s): "no patient injuries" (no consequences or impact to patient). Product problem(s): "system shut down" (loss of power). A nurse reports the system shut down due to cassette issues and spilled water. Another system was used to complete the cases. There were no pt injuries reported.